Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed the t-wave resulting in an inappropriate shock. Following the shock, the ventricular tachycardia (vt) deteriorates to ventricular fibrillation (vf) which the s-ICD undersenses. Therapy is delayed by approximately 36 seconds and rhythm is successfully converted. The health care professional (hcp) confirmed that defibrillation threshold (dft) testing was not performed at implant due to patient condition. Boston scientific technical services (ts) recommended x-rays to verify system location. Imaging suggests that the device and electrodes are right down on the fascia. The can was a little anterior and the coil not so vertical however physician reports a praetorian score of 60. The patient is very ill and the physician is assessing patient's heart transplant options. No immediate action is planned for this device.